Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports she turned stimulation off since she spoke with us last and she still gets vibration. It was painful at her tailbone. Patient says that she was told that the device could be out of place.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, serial# (B)(4), product type: lead. (B)(4).

Event description:
The consumer reported that therapy had not worked since a short while after implant. The patient noted that the doctor thought it was because the lead had moved. She intermittently felt stim and had gotten shocked. The patient had an instance where she had an accident and got shocked and had to be hospitalized and could not feel her legs. It was also noted that the implantable neurostimulator moved from the incision area to her tailbone. The patient was not able to lower the current and had uncomfortable stimulation. The patient inquired about the option to explant. She also noted that she got a replacement programmer and she only had access to one program. Additional information from the consumer reported that there was no fall or trauma related to this issue. She did not get shocked all the time. She got shocked when she lay down, walked or was intimate. She could not move her legs when the device shocked her and the shock was causing really bad headaches. When the patient first got the device, it worked perfectly. Turning off stimulation stopped the sensation but when stim is off, the patient could not urinate on her own. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the device migration and the steps taken to resolve the patient&#62688;issues of shocking, intermittent stim and lack of therapy. If additional information is received, a follow up report will be sent.